Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03997 and 3007042319-2015, 03998) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient noticed the controller changed from one power port to the other one, before both batteries were down to 25% (>25%). The batteries were exchanged. There was no consequences or effect on the patient. The investigation is still ongoing.

Manufacturer narrative:
The reported event of a controller changing from one power port to the other before both returned batteries, (B)(4), were down to 25% could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. No failure detected, the reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available. This is one of two reports (3007042319-2015-03997 and 3007042319-2015-03998) submitted for devices related to the same event heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.